Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained an impact to the implant site 2 years ago. There has been a progressive decrease in hearing performance with the device. Re-implantation is planned for (B)(6) 2021.

Manufacturer narrative:
Device investigation revealed a device failure caused by multiple fatigue breakage of the wireguard and subsequent damage of bifilar wires and the coil wire. The reported hard impact on the implant 1,5 years before the device failure has very likely contributed to the occurrence of the fatigue fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported having a hard impact to the implant site onto a wooden edge around two years ago. There has been a progressive decrease in hearing performance with the device. Hearing with implant got worse slowly with several dropouts. The worsening was recognized half a year ago. The user has been re-implanted.